Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR #1219856-2009-00220, for first event involving same patient (pt.) It was reported that when the second iab-04840-u was inserted into sheath over spring wire guide (swg), a large amount of blood was pulsed back out of sheath. It seemed to exit the proximal end of balloon that was still outside of sheath & visible to md. It appeared as if blood came along sides of still wrapped iab. Md assumed there must be a tear in iab & withdrew iab, as it had not yet exited the sheath into the artery fully & it was still wrapped. The second iab was withdrawn from pt. As in the first incident. A third iab (iab-05840-lws) was opened & inserted. The original sheath from iab number one was still in situ & iab passed over swg. Procedure went normally & team was satisfied with successful insertion & therapy to pt. On further inspection of second removed iab by cath lab team, no evidence was found of a tear when it was inflated under water after the event. However, they could not account for blood pulsing back through sheath during procedure, as they had never encountered this before. At the time of this report pt had been sent for coronary artery bypass graft (CABG) surgery & sheath used was not yet available for inspection.